Event description:
It was reported that when the device was used during a fundoplication, the staples were not advancing. Another device was used to complete the case. There was no consequence to the pt.